Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the planning station (ps) was not booting properly. The display screen showed the same "page." A hard reboot was done, however, the issue persisted. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736036, product ID: 9736356, product ID: 9735737, software version: 2.0.1 h6: multiple annex g codes are reported for this event. G02008 was coded for product ID: 9735737. G02007 was coded for product ID: 9736356 and 9736036 h3, h6: the system was serviced in the field and the sdd and computer were replaced. B01, c13, and d20 are applicable. Case details were reviewed to determine if a software failure occurred. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. B01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.